Event description:
It was reported that the surgical table was intermittently unlocking. There was no adverse consequence reported in this event.

Manufacturer narrative:
For the investigation a stryker 3rd party personnel was tasked to go out and inspect the table to ensure the table was functioning properly. The repair technician went to the site and inspected the table on (B)(6) 2014 and found the table in good working order. The root cause of this alleged issue is unknown.

Event description:
It was reported that the surgical table was intermittently unlocking. There was no adverse consequence reported in this event.

Manufacturer narrative:
The customer ordered replacement parts and replaced the hand control. A stryker representative has not yet evaluated the product. As a result the root cause has not yet been determined. There was no adverse consequence reported.